Event description:
It was reported that an ilet user experienced fluctuating blood glucose with a marked post-breakfast spike to 394 mg/dl after a breakfast sandwich, followed by lows; the user treated lows with oral glucose and confirmed with fingersticks, and the mother reported a strict routine without dietary or medication changes, while corrections reportedly turned off about two hours before glucose dropped below range. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included no health consequences or lasting impact. Troubleshooting and education were provided. Investigation included communication with the user¿s family and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.